Manufacturer narrative:
This complaint was reviewed by the alcon clinical analyst, who stated the following: ¿the customer reported a potential corneal burn and requested a system evaluation. The customer stated the patient had a dense cataract. The wound would not seal properly and sutures were required to close the wound. The patient is reported as ""doing great"" after surgery. The surgeon requested the system be evaluated, however, there was no specific issue noted during surgery. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative verified both phaco ports for neosonix and ultrasound (u/s) power functioned normally. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the surgeon suspected that the patient experienced a corneal burn because the wound would not seal properly. Sutures were used to close the wound. It was reported that the patient is "doing great" postoperative.